Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on: (B)(6) 2005, patient presented with low back pain , lumbar disk degeneration , disk hernia l5 . He wanted to proceed with mitlif. On (B)(6) 2005, patient underwent pathology tests (B)(6) 2005, the patient presented with following preoperative diagnosis: chronic low back pain. Central disk herniation l5-s1. Disk degeneration, predominately l5-s1. Retrolisthesis l5-s1. He underwent following operative procedure - minimally invasive transforaminal decompression and microdiskectomy at l5-s1 on the left. Interbody fusion (rh-bmp2/acs bone growth material). Placement of interbody cage (12 x 25 mm). Non segmental fixation l5-s1 left ( screws and plate). Posterior lateral fusion l5-s1 left ( local autograph plus rh-bmp2/acs). During the procedure, used a high speed drill to trim off bone above and below for entry of the cage and also to decorticate bone on the vertebral surfaces, above and below for fusion. Measured the distance. Felt this should take a 12 mm height cage. Then decorticated bone over the transverse process of l5 and over the upper part of the sacrum and tapped into the dorsal aspect of both for later placement of the screws. While this work had been done, a kit of bmp2 was prepared with it soaked into collagen sponge. Adequate time allowed and then one of the 1 x 2 inch sponges was placed into the 12 x 25 mm cage and then the cage was driven in place securely and showed good position on fluoroscopic guidance. Then, I placed another 1 x 2 strip of rh-bmp2/acs-soaked collagen down into the disk space on the left lateral aspect adjacent to where the cage had gone down and then packed that down with fibrillar surgicel and then covered the posterior aspect of the disk space with a strip of fibrillar surgicel separating the intradiscal contents from the canal and lateral recess. I then irrigated the area of surgery. I then turned attention to placement of the screws. The screws were placed with direct visualization of the edge of the at the surgical site . I then retracted the muscle laterally over the decorticated areas of the transverse at l5 and sacrum and placed two strips of rh-bmp2/acs-soaked collagen, covered with local autograph bone, down across this space between l5 and s1 and then placed additional generous amounts of bone drilled from the facet over this are to provide extra volume of bone for the fusion mass. On (B)(6) 2005, her CT ( lumbar spine ) showed placement of screws. Stabilizing the l5-s1 interspace with post-operative changes present on (B)(6) 2005, patient presented for evaluation regarding muscle spasm in his back. He had surgery in form of laminectomy. On (B)(6) 2005, the patient presented for post-op evaluation . Impression : status post anterior and posterior fusion at l5-s1as described in comment with satisfactory alignment. No acute fracture or subluxation. On (B)(6) 2005; (B)(6) 2006, patient presented for f/u of his back pain and requested for medicine refill . Physical examination revealed his stable condition. On (B)(6) 2006, the patient presented for valuation of chronic back pain, fibrositis. On (B)(6) 2006, patient presented for evaluation regarding pain in his back. He was suggested for MRI. On (B)(6) 2006, per medical record the patient presented for MRI of the lumbar spine with and without contrast . On (B)(6) 2006, patient presented with MRI test results. MRI showed degenerative and post surgical changes, degenerative disc disease between t12 and l1, l1-2, l2-3, l3-4, l4-5 is okay. Degenerative disc disease probably secondary to old car wrecks. Patient states that he was in one when he was ejected from the car and hit a tree. On (B)(6) 2006, patient presented with anxiety, pain control evaluation and medicine refill. On (B)(6) 2006, the patient presented with pain and injury and underwent multiplanar MRI (on (B)(6)) was performed through the right shoulder. Impression : edema in the distal clavicle and acromion, which could represent focal contusion or chronic arthropathy, the latter being statistically more likely. Prominent suprascapular nerve without evidence of impingement or muscular atrophy; otherwise, unremarkable right shoulder MRI . On (B)(6) 2006, patient presented for test result evaluation and got medicine refill. On (B)(6) 2007, patient presented for f/u on his work status ¿light duty ¿ and needed to be reassessed for work. On (B)(6) 2007, patient presented with back pain. She fell off some steps and hurt his back on (B)(6) 2007, the patient presented with history of low back pain, patient fell . His radiological studies indicated ¿ ¿postoperative changes at the lumbosacral level with alignment satisfactory and screws bridging this level on the left" on (B)(6) 2007, patient presented for f/u of chronic pain and for result assessment of her MRI. On (B)(6) 2007, patient presented with anxiety, chronic back pain, fibrositis and needed some medicine refill. On (B)(6) 2012, patient presented with neck pain and mod back pain. He underwent MRI . Impression (cervical spine without contrast): posterior disc protrusion at c4-5 and c5-6 with bilateral uncinate joint hypertrophy most prominent on the left at c5-6. Impression (thoracic spine ): very minimal central compression of the superior end plates of t5 and t6. No acute abnormality is seen. Impression (lumbar spine with and without contrast ): post operative changes l5-s1 on the left with left screws and graft in the l5 disc space. There is minimal enhancement along the right neural margin of the l4-5 disc but no extruded disc fragment or significant protrusion is seen. On (B)(6) 2011; (B)(6) 2012; (B)(6) 2013, patient presented with anxiety, chronic back pain, fibrositis and needed some medicine refill. On (B)(6) 2013, patient presented with anxiety, chronic back pain, and fungal infection and needed some medicine refill. On (B)(6) 2013, the patient came in for evaluation regarding back and neck pain. Palpatory pain in the lumbosacral area.